Event description:
It was reported that the patient alert triggered, and the lead exhibited oversensing and noise. The patient was monitored for a time. Later in the month, the patient alert triggered once more, and the patient received an inappropriate shock the lead exhibited high impedance and noise. The lead was capped and replaced. During the replacement procedure, the coronary sinus (cs) lead was damaged, and was repaired and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Performance data was collected from the device and has been analyzed. Impedance - high resistance/impedance: 2 - patient alerts for rv. Pace lead z > 2500 ohms on (B)(4) 2012 03:00:03 and (B)(4) 2012 03:00:03. Weekly pace lead measurement log data shows an abrupt increase for max rv. Pace= 856 to 3824 ohms peak between (B)(4) 2012 and (B)(4) 2012. Sensing - oversensing: 50 - ventricular nst<=210 ms between (B)(4) 2012 14:57:11 and (B)(4) 2012 04:17:50. Sensing - interference/noise: ventricular short interval count v-sic=27 counts, in 0.93 day, between (B)(4) 2012 13:46:42 and (B)(4) 2012 12:11:55. Std review - lead integrity alert triggered: programmer data shows 2 - lead integrity alerts on (B)(4) 2012 18:22:17 and (B)(4) 2012 15:31:02. The proximal segment of the lead was returned and analyzed. No anomalies were found. The outer insulation was breached cut, and exhibited a cosmetic cut and depression. The lead exhibited apparent explant damage.